Event description:
The patient is a child with congenital complete heart block and progressive cardiomyopathy, failure to thrive (ftt) and cyclic vomiting. She currently has an epicardial system with increasing noise, change in impedance and concern for atrial lead compromise. She presents for upgrade from epicardial system to a dual chamber transvenous system due to atrial lead fracture and device replacement near end of life (eol). The abdominal pacemaker was explanted and replaced and the atrial lead was capped. The patient is doing well and there are no issues with the pacemaker.

Event description:
Physician reported that during post operative examination it was determined that the intraocular lens previously implanted was not the correct diopter for this patient. Lens was removed and replaced without complication.

Manufacturer narrative:
The intraocular lens is currently under evaluation at the manufacturing site. Batch records and raw material records were reviewed and showed no deviations. Review of complaint records revealed that no complaints were received for remaining iols in this batch record. While we are unable to definitively determine the cause of this event we do not believe it is manufacturing related.

Manufacturer narrative:
The lens was inspected at 10x magnification microscope. Inspection of the lens show a depression marks in the center of the lens optic that could be related to excessive lens handling. The optical inspection results of the received lens shows that lens diopter is correct as labeled. While we were unable to determine the definitive cause of the adverse event our investigation reasonably suggests it is not manufacturing related.